Event description:
Info was received by the pt alleging that three months status post implant, this endograft was leaking and needed to be explanted. This info was confirmed with the explanting facility. The leak was classified as a type one, it was reported that the aneurysm was a juxtarenal aortic aneurysm, and a good seal was never established post implant. The graft was explanted, and the pt had the open conversion procedure. No adverse effects were reported post conversion procedure.